Event description:
The manufacturer received information alleging a ventilator gave a permanent alarm. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer' service center, an issue with the device's system board was identified. The device's system board was replaced to address the issue.